Manufacturer narrative:
The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb) and backlight harness, updated the software to the current revision, performed calibrations, extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, at the time of the event the ventilator graphic user interface (gui) screens went black during normal operation. The patient was transferred to an alternate ventilator without harm or injury.

Event description:
It was reported that the ventilator entered a ventilator inoperable condition. Patient involvement information was not provided.